Event description:
It was reported that a patient underwent a vertebroplasty at th12 and plif at th11-l1 to treat th12 compression fracture. It was reported that the tip of a torque-limiting driver cracked when the surgeon tried to break off a rod set screw. A flush break-off driver was used to continue the procedure. No fragment remained in the patient. No patient injury was reported.

Manufacturer narrative:
Product analysis results visual review confirms tip fracture, with a helical fracture initiating at the tip cut-out window. The helical nature of the fracture, in conjunction with the age of the instrument, (~7 y/o) suggest failure due to torsional fatigue of the instrument shaft.

Manufacturer narrative:
(B)(4).